Event description:
It was reported during scheduled removal of this dialysis catheter, the cuff detached and remained in the pt. A blunt dissection was performed to successfully retrieve the detached cuff. Another dialysis catheter was not placed as treatment with a dialysis catheter was completed at that time. The pt's condition is good. This device has not been rec'd for eval. Therefore no failure analysis is available. As a lot number for this device was not provided, a device history search could not be performed. Pt anatomy and/or user technique during catheter removal may have contributed to this event. However, MFR is unable to determine the exact cause for this event. MFR's directions for use outline appropriate removal technique, which include: "free the cuff from the tissue prior to removal. After removing the catheter, apply manual pressure to the puncture site to control bleeding... Caution: when removing the catheter, do not use a sharp, jerking motion or undue force; this may tear the catheter."